Event description:
It was reported a skin reaction red and swollen was found six hours later after the use of dressing. The iodine was applied, and the symptoms were relieved.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no samples and / or images of the reported reaction could be provided, the failure mode could not be confirmed, preventing the determination of a definitive root cause. A clinical assessment was carried out. The following conclusions were made; ¿no relevant clinical information has been provided to perform a thorough medical investigation. Since the reported symptoms were relieved six hours after the application of iodine, no further clinical medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-assessed.¿ a risk management review was carried out. Adverse skin reaction, irritation /irritant contact dermatitis and type 1 and 4 sensitivity harms are currently captured in the risk files for opsite flexigrid. No further actions required at this stage as a thorough medical investigation could not be performed to identify the root cause or link of this complain directly to the product. As stated in the IFU for this product; ¿in common with all adhesive products some cases of irritation and/or maceration of the skin surrounding the wound have been reported.¿ extra care should be taken, particularly in patients with fragile skin. Unfortunately on this occasion we do not have sufficient information to determine a definitive root cause. Should further information become available, this case may be reopened. No further action is deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.